Event description:
This ra lead was implanted on (B)(6) 2000 and still remains implanted at this time. A report states that this lead had multiple signals plus farfield oversensing. The physician was dr. (B)(6) at (B)(6) heart and lung in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).